Manufacturer narrative:
Patient was treated for lhr on upper lip, chin, and upper neck (medial aspect) with suprema on (B)(6) 2024. Provider noted redness during the treatment and a burn in the treatment area when treatment stopped. The side effects reported were: mild follicular edema in all treatment areas, first degree burn on the neck. The reported side effects, are expected transient side effects for this kind of clinical procedure, already described in the clinical evaluation report and the user manual of the device. Anyway, we are investigating the device to identify any anomalies that can be considered to be correlated to the event. Based on the initial feedback, there are no software or firmware issues, as confirmed by the service report received on 06/11/2024. Moreover, in the same date the provider update case to way she initially reported the burn to be 2nd degree as she expected it to blister but it did not. She has updated her narrative to confirm it was a 1st degree burn. The only post treatment declared was aloe and cold compresses. We are waiting for more information.

Event description:
On june 6, 2024, we were informed of an event that occurred following treatment for lhr on the upper lip, chin, and upper neck with the device suprema. The physician who performed the treatment stated that the patient experienced the following side effects following the treatment: mild follicular edema in all treatment areas and a first-degree burn on the neck. The physician also stated that the energy value viewed on the display at the end of the treatment was different from the one selected at the beginning of the treatment.